Event description:
Spacelabs received a report that the monitoring system initially displayed the correct anesthesia gas mixture, then began to indicate that an unused gas, sevoflurane, was present.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Spacelabs has requested that the suspect device be returned to our facility for a detailed evaluation. Spacelabs is waiting to receive the device.